Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a 011-mc100 can¿t administer blood via the device. It was reported that it was thought blood should not be delivered via the device but confirmation was requested. There was unknown patient involvement; however, no patient harm was reported.